Manufacturer narrative:
Investigation: x: no sample returned. Analysis and findings: distribution history: the complaint product is purchased from a supplier and the lot number was not provided. Thus, the date of manufacture is not available and the DHR could not be reviewed. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. A visual inspection for damage boxes is performed by iqc. Incoming inspection review: a review of incoming inspection records for this product showed no non-conformities for the complaint condition. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history showed no similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. Preventative action activity: coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Report submitted by csi rep. "Physician was using fetal pillow and it ruptured through uterus. I have no other information about this case." Per report dr. Was having -cesarean section at full dilation. Procedure required medical intervention "repaired the uterus, nothing else is known at this time." Rep further stated in report " will be meeting with this physician on monday 5/17th to discuss department educational needs with fetal pillow. Please let me know if you'd like to participate or for me to give him and information. This was reported to me by another physician, who helped with the repair." Incident date was not provided however the rep stated "this happened around 18 months ago". Follow-up initiated for additional information as well as second incident mentioned. 05/17/2021: follow-up response provided by csi rep. "Spoke with dr. (B)(6) today. Doesn't remember the details of the case and doesn't remember there being 2 events. Is going to contact the retired l&d manager to see if she can help with information or has any recall of the case or any information about any additional events. Dr. (B)(6), asked us to give him a week to do some digging. " 1216677-2021-00114 fetal pillow box of 6 fp-010 e-complaint: (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Report submitted by csi rep. "Physician was using fetal pillow and it ruptured through uterus. I have no other information about this case." Per report dr. Was having -cesarean section at full dilation. Procedure required medical intervention - "repaired the uterus, nothing else is known at this time." Rep further stated in report " will be meeting with this physician on monday 5/17th to discuss department educational needs with fetal pillow. Please let me know if you'd like to participate or for me to give him and information. This was reported to me by another physician, who helped with the repair." Incident date was not provided however the rep stated "this happened around 18 months ago". Follow-up initiated for additional information as well as second incident mentioned. 05/17/2021- follow-up response provided by csi rep- "spoke with dr. (B)(6) today. Doesn't remember the details of the case and doesn't remember there being 2 events. Is going to contact the retired l&d manager to see if she can help with information or has any recall of the case or any information about any additional events. Dr. (B)(6) , asked us to give him a week to do some digging. " fetal pillow box of 6 fp-010. E-complaint (B)(4).